Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was malfunctioned and was on black screen. A field service engineer found that the biometric identifier was failed during login, displaying a black box on the screen and requiring a witness to log in, with a reboot only temporarily resolving the issue. A remote fix was performed by applying the biometric identifier lumidign patch after the customer approved remote access and remotely accessed the station, downloaded and applied the patch, and rebooted the station to complete the application successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was malfunctioning. The customer stated that when nurses attempted to scan their biometric ID, the station intermittently goes to a black screen. Additionally, after biometric scan, the system displayed a required witness message unexpectedly. The customer attempted to reboot the station; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.